Event description:
A customer contacted global technical services (gts) regarding a system error 2240 that occurred while using the home choice (hc). During troubleshooting, there was nothing unusual noted with the supplies. The technical service representative (tsr) advised the patient to discard the supplies and start over with new disposables or use manual supplies to complete therapy. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.